Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
False negative result(s). Customer stated "bought two different boxes one for myself and one for my husband days later. I took two tests days apart that were negative. I've done many tests and these were all false negatives. Turns out I had flu a. And for some reason just didn't pick anything up. I went to get tested at urgent care same day I took my second test and it was also negative. My husband the same thing days later. I guess we got two packs of defective tests. What a waste.